Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) study. It was reported that in-stent restenosis occurred. In (B)(6) 2016, the patient presented with stable angina and was referred for cardiac catheterization. Target lesion #1 was located in the proximal left anterior descending artery (lad) with 90% stenosis and was 8.0 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with direct placement of 3.50 x 12 mm study stent. Following post dilatation, the residual stenosis was 0%. The patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient was hospitalized with a finding of in-stent coronary artery stenosis and treated with medication in response to the event. The 99% stenosis from the left main coronary artery to proximal lad was treated with placement of a drug eluting stent. Post implant residual stenosis was 0% with timi 3 flow. The patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Event date was corrected from (B)(6) 2017 to (B)(6) 2017. (B)(4).

Event description:
It was further reported that in (B)(6) 2017, the subject was admitted for confirmation contrast radiography and was diagnosed with exertional angina. A 4.0 x 16 mm synergy stent was implanted.